Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: plastic surgery, devices were used on: a. + v. Mammaria intern; a. + v. Epigastrica profund. After placing the clips it was observed that they were malformed (crossing legs of the clip) and the wall of the above mentioned vessels was torn. Bleedings occurred. No blood transfusion was necessary.

Event description:
It was reported that during a plastic surgery procedure, the surgeon said the clip "cut" the vessel. The patient is well. No further information is available.